Event description:
According to the patient, when going out he felt as though he was not getting enough oxygen with his portable unit. He dropped to 70 or 80 with his level at 5 and the numbers would not change in range. He stated that he felt short of breath, dizzy due to the unit when trying to do exercise. He is currently using his oxygen 24/7 on setting 5. He suffers from multiple medical conditions (copd and chronic emphysema) and stated new medications may have contributed to his issue, but currently doing ok at the time of the call. There was a light on the machine at the time of the event. He does have alternative oxygen supply for use at home. He did receive a replacement unit the next day, but he stated that he just did not trust the portable unit until he tested it more.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.